Event description:
Biopsy cap cotton filter lodged into working channel. Cap was placed on working channel and locked into place. Dr. Then proceeded to feed tome through and noticed the cotton filter inside cap move and then get stuck into working channel. Unable to retrieve or dislodge from working channel. Scope was then not able to use suction as channel inoperable.